Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that on (B)(6) 2017 the device was at stn1 5.5 90 125+-, stn2 3.9-+. 3/16/2018 cc on 4.8 90 180-+. Did not work as well compared +- interleading. 6/26/2018 stn1 5.5 90 125+-, stn2 3.9. 1/8/2019 interleading off 4 90 125-+, final, less facial dystonia and good tremor control. The cause of the ins depleting quicker than they were told was due to the patient's high settings and was interleading, which takes up more battery power. Actions/interventions to resolve the issue would be recommending a rechargeable battery at next replacement. They issue is not yet resolved as that healthcare provider does not manage the device.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was told the primary cell battery would last 3-5 years but he is only getting 18 months out of the battery because of his settings. They were asked if 18 months was normal battery depletion based on his settings and the patient said "I guess so." No symptoms were reported. No further complications were reported or anticipated with this event.